Event description:
It was reported the pt had an MRI. The following day when they were performing a refill, the motor stall attention dialog box appeared. The hcp updated the pump and checked the logs for a recovery. The motor stall occurred on (B) (6) 2010 at 16:14 and recovered on (B) (6) 2010 at 12:01. The drugs in the pump were hydromorphone, clonidine, and compounded baclofen. The pt experienced no injury.

Manufacturer narrative:
(B) (4).